Event description:
It was reported that the patient developed a stage 2 pressure ulcer to the left hand from the plastic round hub from the t piece attached to the patient's peripheral IV. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: b.3 & d.11.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the patient developed a stage 2 pressure ulcer to the left hand from the plastic round hub from the t piece attached to the patient's peripheral IV. Although requested, additional information was not provided.